Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was confirmed. There was heavy blood/body fluid throughout the lead. The guidewire was likely stuck due to an agglomeration of blood/body fluid and polymer from the lead/guidewire interaction. Upon receipt, the guidewire was also stuck at the e4 ring, due to the ring having been compressed onto the conductors in this area -- this is likely post explant related damage. It appeared they may have been trying to hold the tip by the ring(s) with a pliers or other tool, and pulling on the guidewire to try and remove it from the lead. Likely this is when the e4 conductor was pulled apart.this supplemental report is being filed to correct describe event or problem.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant as the guidewire was stuck at the lead which resulted in the entire coming out of the body when the sheath was spilt. The lead was never in service. No adverse patient effects were reported. It was reported that this left ventricular (lv) lead was an attempted implant as the guidewire was stuck at the lead. As a result, the entire lead came out of the body when the sheath was spilt. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was confirmed. There was heavy blood/body fluid throughout the lead. The guidewire was likely stuck due to an agglomeration of blood/body fluid and polymer from the lead/guidewire interaction. Upon receipt, the guidewire was also stuck at the e4 ring, due to the ring having been compressed onto the conductors in this area -- this is likely post explant related damage. It appeared they may have been trying to hold the tip by the ring(s) with a pliers or other tool, and pulling on the guidewire to try and remove it from the lead. Likely this is when the e4 conductor was pulled apart.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant as the guidewire was stuck at the lead which resulted in the entire coming out of the body when the sheath was spilt. The lead was never in service. No adverse patient effects were reported.